Event description:
It was reported that the customer experienced a high blood glucose (bg) resulting in admission to the intensive care unit (ICU). Bg level was not provided. Cause of high bg was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.